Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 200 mg/dl. Troubleshooting was done. Customer reports the alarm was resolved by a complete set change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.